Event description:
During reduction of the femoral head into hip socket, femoral shaft was broken below the lesser trochanter requiring cabling and plating, extending the surgical procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.